Event description:
It was reported that the patient was exposed to a low temperature for an extended period of time while being treated with the arctic sun device. The patient experienced compromised skin integrity. Per additional information received via email on (B)(6), 2023, the clinical nurse specialist reported that the patient was extremely ill with extremely high temperatures. The patient was placed on the arctic sun device, and though the water temperature was 5°c, the patient¿s body temperature was still above 40°c. The nurse added an extra universal pad which helped to get his temperature below 40°c, but it did not get much lower. The nurse advised that this was a rare scenario as the patient was extremely ill which made his skin integrity very poor and having the very cold pads for a long period did not help. When the pad was removed, it removed a large portion of the patient¿s skin. Unfortunately, the patient passed away. If the patient had survived, his skin integrity would have been extremely compromised. Additional follow up information was received from the regional complaint coordinator (rcc) via email on (B)(6), 2023. The facility reported that they did not believe the arctic sun device contributed to the patient¿s death. It was estimated that the arctic sun device had been on the patient for three (3) days, and it was reported that the patient was an extremely complex case with a number of different complexities throughout those 3 days. The staff struggled to control the patient¿s temperature across the 3 days of therapy. The patient started in the prone position with the pads placed across their back and not wrapped around their body. The patient was then turned on their back and pads placed in accordance with protocol and bd recommendation. The patient¿s date of death was (B)(6), 2023. The pads were disposed, and the lot number is unknown. Additional clinical follow up information was received via email from the rcc on (B)(6), 2023. The clinical nurse specialist reported that the 52-year-old male patient was admitted to the facility on (B)(6), 2023 due to pneumonia and sepsis. No additional comorbidities were reported. Treatment on the arctic sun device was initiated on (B)(6), 2023 at 0500 (5am) due to febrile temperature greater than 40°c. The patient¿s temperature was 41.6°c, and the target temperature was 37°c. The patient was receiving the following medications: propofol, fentanyl, noradrenaline, argipressin, dobutamine, azithrromycin, hydrocortisone, tazocin, pantoprazole. There were no lotions/creams on the patient¿s skin, and no skin issues were noted prior to pad placement. However, the nurse stated the patient was at high risk for poor skin integrity. It is unknown how often skin assessments were performed during treatment with the arctic sun device, and the patient was too unstable to be turned for the skin on his back to be checked. On (B)(6), 2023, poor skin integrity was identified. The patient had developed blisters on his chest and abdomen. Treatment on the arctic sun device ended on (B)(6), 2023 at 0600 (6am), and the patient¿s temperature was 35°c. The pads were removed at this time, and the skin on the patient¿s back and abdomen peeled off. The patient passed away on (B)(6), 2023 at 0720 (7:20am) due to septic shock.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted one photo sample receiving showcasing patient's skin reaction with what appears to be a layer of skin peeling off. Although an exact root cause could not be determined a potential root cause could be placement of pads on unhealthy, unclean skin. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications ¿ there are no known contraindications for the use of a thermoregulatory system. ¿ do not place arctic gel¿ pads on skin that has signs of ulcerations, burns, hives or rash. ¿while there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions: ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. ¿ skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. ¿do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears." Corrections: d, e, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted one photo sample receiving showcasing patient's skin reaction with what appears to be a layer of skin peeling off. Although an exact root cause could not be determined a potential root cause could be placement of pads on unhealthy, unclean skin. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications: ¿ there are no known contraindications for the use of a thermoregulatory system. ¿ do not place arctic gel¿ pads on skin that has signs of ulcerations, burns, hives or rash. ¿while there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning: do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions: ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often, especially those patients at higher risk of skin injury. ¿ skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. ¿do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears." UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was exposed to a low temperature for an extended period of time while being treated with the arctic sun device. The patient experienced compromised skin integrity. Per additional information received via email on (B)(6) 2023, the clinical nurse specialist reported that the patient was extremely ill with extremely high temperatures. The patient was placed on the arctic sun device, and though the water temperature was 5°c, the patient¿s body temperature was still above 40°c. The nurse added an extra universal pad which helped to get his temperature below 40°c, but it did not get much lower. The nurse advised that this was a rare scenario as the patient was extremely ill which made his skin integrity very poor and having the very cold pads for a long period did not help. When the pad was removed, it removed a large portion of the patient¿s skin. Unfortunately, the patient passed away. If the patient had survived, his skin integrity would have been extremely compromised. Additional follow up information was received from the regional complaint coordinator (rcc) via email on (B)(6) 2023. The facility reported that they did not believe the arctic sun device contributed to the patient¿s death. It was estimated that the arctic sun device had been on the patient for three (3) days, and it was reported that the patient was an extremely complex case with a number of different complexities throughout those 3 days. The staff struggled to control the patient¿s temperature across the 3 days of therapy. The patient started in the prone position with the pads placed across their back and not wrapped around their body. The patient was then turned on their back and pads placed in accordance with protocol and bd recommendation. The patient¿s date of death was (B)(6) 2023. The pads were disposed, and the lot number is unknown. Additional clinical follow up information was received via email from the rcc on (B)(6) 2023. The clinical nurse specialist reported that the 52-year-old male patient was admitted to the facility on (B)(6) 2023 due to pneumonia and sepsis. No additional comorbidities were reported. Treatment on the arctic sun device was initiated on (B)(6) 2023 at 0500 (5am) due to febrile temperature greater than 40°c. The patient¿s temperature was 41.6°c, and the target temperature was 37°c. The patient was receiving the following medications: propofol, fentanyl, noradrenaline, argipressin, dobutamine, azithrromycin, hydrocortisone, tazocin, pantoprazole. There were no lotions/creams on the patient¿s skin, and no skin issues were noted prior to pad placement. However, the nurse stated the patient was at high risk for poor skin integrity. It is unknown how often skin assessments were performed during treatment with the arctic sun device, and the patient was too unstable to be turned for the skin on his back to be checked. On (B)(6) 2023, poor skin integrity was identified. The patient had developed blisters on his chest and abdomen. Treatment on the arctic sun device ended on (B)(6) 2023 at 0600 (6am), and the patient¿s temperature was 35°c. The pads were removed at this time, and the skin on the patient¿s back and abdomen peeled off. The patient passed away on (B)(6) 2023 at 0720 (7:20am) due to septic shock.

Event description:
It was reported that the patient was exposed to a low temperature for an extended period of time while being treated with the arctic sun device. The patient experienced compromised skin integrity. Per additional information received via email on 13-oct-2023, the clinical nurse specialist reported that the patient was extremely ill with extremely high temperatures. The patient was placed on the arctic sun device, and though the water temperature was 5°c, the patient¿s body temperature was still above 40°c. The nurse added an extra universal pad which helped to get his temperature below 40°c, but it did not get much lower. The nurse advised that this was a rare scenario as the patient was extremely ill which made his skin integrity very poor and having the very cold pads for a long period did not help. When the pad was removed, it removed a large portion of the patient¿s skin. Unfortunately, the patient passed away. If the patient had survived, his skin integrity would have been extremely compromised. Additional follow up information was received from the regional complaint coordinator (rcc) via email on 17-oct-2023. The facility reported that they did not believe the arctic sun device contributed to the patient¿s death. It was estimated that the arctic sun device had been on the patient for three (3) days, and it was reported that the patient was an extremely complex case with a number of different complexities throughout those 3 days. The staff struggled to control the patient¿s temperature across the 3 days of therapy. The patient started in the prone position with the pads placed across their back and not wrapped around their body. The patient was then turned on their back and pads placed in accordance with protocol and bd recommendation. The patient¿s date of death was (B)(6) 2023. The pads were disposed, and the lot number is unknown. Additional clinical follow up information was received via email from the rcc on 25-oct-2023. The clinical nurse specialist reported that the 52-year-old male patient was admitted to the facility on (B)(6) 2023 due to pneumonia and sepsis. No additional comorbidities were reported. Treatment on the arctic sun device was initiated on (B)(6) 2023 at 0500 (5am) due to febrile temperature greater than 40°c. The patient¿s temperature was 41.6°c, and the target temperature was 37°c. The patient was receiving the following medications: propofol, fentanyl, noradrenaline, argipressin, dobutamine, azithromycin, hydrocortisone, tazocin, pantoprazole. There were no lotions/creams on the patient¿s skin, and no skin issues were noted prior to pad placement. However, the nurse stated the patient was at high risk for poor skin integrity. It is unknown how often skin assessments were performed during treatment with the arctic sun device, and the patient was too unstable to be turned for the skin on his back to be checked. On (B)(6) 2023, poor skin integrity was identified. The patient had developed blisters on his chest and abdomen. Treatment on the arctic sun device ended on (B)(6) 2023 at 0600 (6am), and the patient¿s temperature was 35°c. The pads were removed at this time, and the skin on the patient¿s back and abdomen peeled off. The patient passed away on (B)(6) 2023 at 0720 (7:20am) due to septic shock.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.